Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 19-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had infection of the right side lead incision/scar. Diagnostic methods included surgical observation indicating lead infection. Interventions included administering medication, explanting/not replacing the implantable neurostimulator (ins) and in-patient hospitalization. The event was resolved without sequelae as of (B)(6) 2021. The event was considered related to device/therapy, but not to procedure.

Event description:
Additional information was received: it was reported that both leads and extensions were explanted on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID 3389-40 lot# 0209659552 implanted: (B)(6) 2016 product type lead product ID 3389-40 lot# 0209659550 implanted: (B)(6) 2016 explanted: (B)(6) 2021 product type lead product ID 3708760 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2021 product type extension product ID 3708760 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2021 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there was a scar revision on material infection on the right side. The etiology was said to be at the incisional site and the enterobacter aerogenes infection. Specific antibiotics were given.

Manufacturer narrative:
Continuation of d10: product ID 3389-40 lot# 0209659552 implanted: (B)(6) 2016 product type lead product ID 3389-40 lot# 0209659550 implanted: (B)(6) 2016 explanted: (B)(6) 2021 product type lead product ID 3708760 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2021 product type extension product ID 3708760 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2021 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: updated. Month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3389-40 lot# 0209659552; implanted: (B)(6) 2016; product type lead. Product ID 3389-40; lot# 0209659550; implanted: (B)(6) 2016; explanted: (B)(6) 2021; product type lead. Product ID 3708760; serial# (B)(6); implanted: (B)(6) 2016; explanted: (B)(6) 2021; product type extension. Product ID 3708760; serial# (B)(6); implanted: (B)(6) 2016; explanted: (B)(6) 2021; product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the infection of the scar was on the right side and swelling at the level of the neurostimulator without inflammatory signs. (B)(6), 2021 they performed a washing of the scar and bacteriological sampling following a bad evolution of the neurostimulator, in spite of an adapted antibiotic therapy. It was decided to carry out the total ablation of the material on (B)(6), 2021.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID: 3389-40, lot#: 0209659552, implanted: 2016 (B)(6), explanted: 2021(B)(6), product type: lead. Lot#: 0209659550, implanted: 2016 (B)(6), explanted: 2021 (B)(6), product type: lead. Product ID: 3708760, serial#: (B)(6), implanted: 2016 (B)(6), explanted: 2021(B)(6) 15 product type: extension. Serial# :(B)(6), implanted: 2016 (B)(6), explanted: 2021 (B)(6) product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The infection was also observed at the ins site.